Event description:
It was reported that as the iab was inserted, the balloon began to unwrap. As a result of this, the iab could not be passed through the sheath. Both the iab and the sheath were removed and a second sheath and iab were successfully inserted. There were no pt complications.